Manufacturer narrative:
(B)(4). Device evaluation summary: an opened sample with a detached needle and a needle/suture of product code w8305, lot # meq757 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area of a needle/suture were noted to be as expected. In the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and a suture piece was noted into the barrel hole needle. The suture was winding in to the plastic tray and end was noted damaged (split) resulting in a needle pull of defect. The manufacturing records were reviewed, and the manufacturing /packaging criteria were met prior to the release of this batch. Per the sample condition, needle pull off defect was noted. A manufacturing record evaluation was performed for the finished device lot number meq757, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent a tetralogy of fallot procedure on (B)(6) 2019 and suture was used. The one needle drop directly when another arm just pass through ventricular septum during interrupted sewing. The code is two arm. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.